Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 40.7 cm. External abrasion breaching the outer insulation and exposing the outer coil was found at 7.3¿8.1 cm and 12.9¿13.9 cm from the distal tip. The abrasion was consistent with friction to another device or feature of patient anatomy. Other damages found were consistent with surgical damage. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.